Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe the cases of sub-urethral tapes for the de novo stress urinary incontinence were related to any ethicon products? Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (gynemesh, pds suture or vicryl suture) used in this procedure? Citation: arch gynecol obstet (2013) 287:1159¿1165; doi 10.1007/s00404-012-2685-8. (B)(4).

Event description:
It was reported via journal article title : risk factors of surgical failure following sacrospinous colpopexy for the treatment of uterovaginal prolapse. Author: ayman qatawneh ¿ fida thekrallah ¿ majed bata ¿ fawaz al-kazaleh ¿ mahmoud almustafa ¿ ilham abu-kader. Citation: arch gynecol obstet (2013) 287:1159¿1165; doi 10.1007/s00404-012-2685-8. The purpose of this retrospective study was to analyse the potential risk factors of surgical failure following sacrospinous colpopexy. From jan2005 to jan2008, 114 female patients (mean age of 56±8.9 years) with varying degrees of vaginal vault and uterovaginal prolapse underwent unilateral sacrospinous colpopexy. In the procedure, the anterior vaginal wall was sharply dissected from the underlying pubocervical fascia, which was plicated in the midline with a delayed absorbable 2-0 polydioxanone suture (ethicon). In some women, the retropubic space was widened using sharp and blunt dissection, and gynemesh ps was designed and tailored, leaving two tabs on each side, which were placed into the retropubic space in a tension-free fashion without sutures. The mesh was loosely fixed at four point using 3-0 vicryl sutures. Vaginal incision was closed with 0 vicryl suture. A triple n0. 0 delayed absorbable polydioxanone suture (ethicon) was inserted into the right sacrospinous ligament 2 cm medial to the ischial spine. Fifty three of these patients had mesh augmentation of the anterior vaginal wall. Two patients had mesh erosion which failed to respond to conservative management. Thus, the patient had reoperation during the follow-up period. Three patients had de novo stress urinary incontinence treated with sub-urethral tapes on reoperation. In conclusion, the presence of advanced anterior vaginal wall prolapse, prior vaginal repair and a lack of mesh augmentation of the anterior compartment are significant risk factors for the surgical failure of sacrospinous suspension.